Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the malleable suction could not be recognized by the navigation system. A second instrument was used to complete the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.